Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. The pt was kept on bedrest for 6 hours, following which he ambulated for 1.5 hours. As the pt rose from his chair, a hematoma developed at the puncture site. Manual compression was held for 30 minutes with hemostasis achieved. The pt was noted to have good pulses, and a small soft 3x6cm hematoma. F/u with the site confirms that it is standard policy to admit a pt overnight for observation in the event of a late bleed or hematoma.